Manufacturer narrative:
According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to bowel ischemia and death.

Event description:
On (B)(6) 2009, this patient underwent an endovascular repair of a thoracic aortic aneurysm using a gore® tag® thoracic endoprosthesis. A bypass surgery was also performed from the ascending aorta to the brachiocephalic, left common carotid, and left subclavian arteries. The device was accessed from the ascending aorta and delivered to the intended position antegradely. No issues were observed during the procedure, and the patient tolerated the procedure. On (B)(6) 2009, during a post-operative follow-up, mesenteric ischemia were identified. The mesenteric ischemia was reported to be procedure related as it might be caused by manipulation of the guidewire or delivery catheter during the procedure. On (B)(6) 2009, the patient expired due to metabolic acidosis caused by the mesenteric ischemia. No autopsy was performed. No further information is available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The cause of the mesenteric ischemia could not be determined with the information available. (B)(4).

Event description:
On (B)(6) 2009, this patient underwent an endovascular repair of a thoracic aortic aneurysm using a gore tag thoracic endoprosthesis. A bypass surgery was also performed from the ascending aorta to the brachiocephalic, left common carotid, and left subclavian arteries. The device was accessed from the ascending aorta and delivered to the intended position antegradely. No issues were observed during the procedure, and the patient tolerated the procedure. On (B)(6) 2009, during a post-operative follow-up, mesenteric ischemia were identified. The mesenteric ischemia was reported to be procedure related. On (B)(6) 2009, the patient expired due to metabolic acidosis caused by the mesenteric ischemia.